Event description:
It was reported that an ilet user experienced repeated insulin occlusion alerts with a recorded blood glucose of 360 mg/dl, and the issue resolved only after multiple supply changes and replacement supplies were provided. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and need for supply replacement. Investigation included review of device reports and troubleshooting with education on supply change procedures. Investigation of this case revealed that insulin flow was impeded due to a supply occlusion that resolved with complete supply change. It was concluded that the event was attributable to an occlusion, with device function restored after supply changes.